Event description:
The account reported the brakes are not holding. The bed is located on the second floor at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake caster and brake steer casters are worn. The technician replaced the brake caster and brake steer caster to resolve the issue. Based on this information, no further action is required.